Manufacturer narrative:
(B)(4). An asahi fielder fc guide wire was then successfully advanced into another non-abbott guiding catheter past a lesion in the distal left anterior descending (lad) coronary artery followed by advancement of a 2.5x20 trek rx bdc to perform pre-dilatation; while inflating the trek balloon to a maximum pressure of 16atm, though no device issue occurred, the patient blood pressure dropped to 0 then returned to a normal level once the balloon was deflated without intervention required and with no adverse patient sequelae. The proximal lad was then pre-dilated using a 3.0x25 nc trek bdc inflated to a maximum pressure of 16 atm. A3.0x24 non-abbott stent was deployed at 16 atm, followed by stent post-dilatation using a 3.25x15 nc trek bdc inflated to 16 atm, resulting in post-procedure timi flow iii. There were no adverse patient sequelae and no occurrence of a clinically significant delay. The patient was discharged in good condition. No additional information was provided. Concomitant products: guide wire: asahi fielder fc; guide catheter: medtronic 6f jr4sh; sheath: 7fr unspecified; stent: 2.5x28 nobori; 2.75x28 nobori. The device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section the nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after successful advancement of an asahi fielder fc guide wire via femoral access through an unspecified 7f sheath, into a 6fr non-abbott guiding catheter, and past a mildly calcified, 90% stenosed lesion in the moderately calcified distal right coronary artery (rca), pre-dilatation was performed using a 2.0x20 non-abbott balloon dilatation catheter (bdc); during dilatation, the patient blood pressure dropped. Additional balloon dilatation was then performed using a 2.5x20 non-abbott bdc which resulted in slow flow; while distal embolization was not confirmed, it could not be excluded. After performing intravascular ultrasound, a 2.5x28 non-abbott stent was deployed at 14 atmospheres (atm), followed by deployment of a 2.75x28 non-abbott stent at 14 atm. A 2.75x15 nc trek rx bdc was then advanced without resistance to the distal rca stents for post-dilatation; during inflation to 14 atm, the balloon ruptured and a slight vessel perforation occurred which was successfully sealed with a non-abbott stent and without adverse patient sequelae. The nc trek rx bdc was withdrawn from the anatomy without resistance and a 2.75x20 non-abbott bdc was able to complete post-dilatation with a residual timi flow of ii to iii and no vascular leakage.